Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr3420 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that due to poor vascular conditions of the patient and difficulty in puncture, a pqc catheter was planned to be inserted through the right basilic vein with the guidance of ultrasound with seldinger technique on november 24th. The catheter was found leak during pre-flushing before it was placed. It was replaced with another one and was placed for the patient successfully.